Event description:
A consumer reported that bought a box of ultracare disinfecting solution, but stated there were no tablets included in the box. Consumer was a first-time user and was not sure whether the tablets come separately or together with the solution. Consumer read the instructions, but was still unclear if could use un-neutralized contacts. Consumer did insert a lens, and after doing so, experienced a corneal burn. Consumer's eye was very sore, and consumer was taken to an emergency room, and their eye was "frozen" in order to have the contact lens removed. Gentamicin sulfate 0.3% was prescribed as was tylenol #3 for pain. To date, additional information has been requested, but none has been received. Corrective treatment: gentamicin 0.3%, tylenol #3.